Event description:
It was reported that the patient had massive bleeding in the thoracic cavity. At least 16 units of concentrated red blood cell solution was transfused. No drug treatment was performed. The patient was not on anticoagulant treatment at the time of the event. The cause of bleeding was reported to be the complexity of medical management.

Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct relationship between the device and the reported bleeding could not be determined. The patient remains ongoing on vad support. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instructions for use (japan) lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.